Manufacturer narrative:
The insulin pump alarmed a64 during self test and lost sensor alarms due to faulty electrical component on the radio frequency board. Unable to verify sensor end alarm due to lost sensor alarms. The insulin passed displacement test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Customer reported that she cleared the alarm, but then numbers began to count down and the display went blank. Blood glucose level at the time of the incident was 198 mg/dl. The customer reported that she also received a low reservoir alert during priming. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.